Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the rpms were too erratic to get a reading on the motor speed. The motor, eccentric shaft, plug harness, spring seal, vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
The dermatome was powerless to extract the skin graft. The equipment made a different noise than usual. Other equipment was used to complete the surgery. The event did not delay the surgical procedure. No adverse event was reported as a result of this malfunction.